Event description:
It was reported that approx eighteen months post filter implant, the pt presented with abdominal pain. Cta imaging demonstrated that the filter migrated caudally 2 cm, tilted forty five degrees, and two of the filter legs were observed extending approx one centimeter outside the contrast column of the ivc, possibly extending into the aorta. A retrieval attempt was performed. However, during the retrieval attempt, one of the filter legs detached from the rest of the filter and was removed with a snare. A 16f introducer sheath was inserted and alligator forceps were advanced. The forceps were then used to pull the filter into the sheath. The filter was then removed without further incident. Imaging performed after removal of the filter demonstrated no extravasation or other anomalies. The following day, another ivc filter was successfully implanted.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter will be retained by the user facility risk management dept. Therefore, a sample eval could not be performed. The investigation is currently underway.